Event description:
Patient's mother reported the infusion device has switched off by itself since (B)(6) 2013. Mother stated in the evening, the patient wanted to give a bolus of 4.3 units of insulin and at 0.3 units of insulin the infusion device powered off by itself without any alarm or error message. Mother reported that between 9 pm and 9:30 pm the patient's blood glucose level was 495 mg/dl. Patient's normal blood glucose level was not provided. Mother stated on (B)(6) 2013 while the patient was at school in the morning, the infusion device switched off again. Mother reported the patient's blood glucose level at 10 am was 400 mg/dl and at 12 pm his blood glucose level was 250 mg/dl. Patient was able to get blood glucose level under control by himself. Mother stated she cannot tell what error or alarm she missed, but nonetheless the infusion device switched off by itself without alert or error message. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications. Result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated.